Event description:
It was reported by the customer's husband that the customer passed away on (B)(6) 2013 while attached to her insulin pump. Cause of death has not been confirmed by a healthcare professional, but customer's husband stated it was heart and kidney failure. Customer passed away at the hospital and had been removed from her insulin pump four days prior to her death. Customer's husband stated that her blood glucose would vary drastically while hospitalized, ranging between 20 mg/dl to 500 mg/dl. Insulin pump was donated and recipient will send device back for analysis. To the best of his memory, customer's husband believed she had fallen and was unconscious before they rushed her to the hospital. Customer reportedly had many episodes of low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.